Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead exhibited noise oversensing causing pacing inhibition. The reported lead was explanted and replaced on (B)(6) 2023. There were no patient consequences.